Manufacturer narrative:
It was reported that the patient underwent mesh removal on (B)(6) 2013.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and a mesh was implanted concurrently with hysteroscopy and tubal occlusion by hysteroscopy due to sui.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that patient underwent retropubic sling removal and urethrolysis on (B)(6) 2014 due to malfunctioning gu device and pelvic pain. It was reported that patient underwent mesh removal, urethral lysis and cystoscopy on (B)(6) 2013 due to sui and pelvic pain. (B)(4).

Manufacturer narrative:
No additional information was provided.